Event description:
This rv lead was explanted and replace on the same day it was implanted. The patient had an infection and so the physician removed the existing system in on the left side. This rv lead and a pacemaker was placed on the right side. After the pocket was closed the physician did some testing and it was noted that this lead had dislodged. The physician decided to replace this lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.